Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service because the patient was receiving inappropriate shocks. The physician elected to remove the entire system implantable cardioverter defibrillator (ICD) and lead because they were unable to definitely determine the cause of spurious shocks. No breaks could be visualized in the lead by fluro or the eye. Implanted-12/07/95. Removed from service-08/07/96. Implant months-8.